Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the keypad of insulin pump was less responsive. Customer's blood glucose value was unknown at the time of incident. Customer also stated that insulin pump had low battery alert, reset alarm and screen appeared polarized. The insulin pump will not be returned for analysis.